Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received notice of a fimea user report which reported that the customer received a reading on their adc freestyle libre sensors that was higher when compared to a laboratory result. It was further reported that the customer adjusted their insulin dose accordingly and had experienced a loss of consciousness. The customer was taken to the hospital where he was diagnosed with hypoglycemia and admitted to the hospital for an unspecified time. No treatment details were provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
Abbott diabetes care received notice of a fimea user report which reported that the customer received a reading on their adc freestyle libre sensors that was higher when compared to a laboratory result. It was further reported that the customer adjusted their insulin dose accordingly and had experienced a loss of consciousness. The customer was taken to the hospital where he was diagnosed with hypoglycemia and admitted to the hospital for an unspecified time. No treatment details were provided. There was no report of death or permanent impairment associated with this event.